Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative, following up with the site, removed old patient files and the older software version on the navigation system. Since removing the software files the medtronic representative reported there have been no other issues. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system became unresponsive. The site re-booted the navigation system and upon reboot were able to continue after an approximate 15 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.